Event description:
There was no pt involved in this event. This device malfunctioned because the red status indicator was flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2013 and operated successfully until (B)(6) 2013. Initial testing of the returned device had a erd flashing led and chirping present. The device was disassembled for investigation and it revealed a failure of the q35 component. Q35 is an integral part of the red status led circuitry. This would result in the device red status led flashing confirming the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.